Manufacturer narrative:
The initial reporter is a siemens employee. A facility contact name was not provided to siemens. Siemens has completed a technical investigation of the reported event. The investigation concluded that the system hold button was pressed at the right front gantry panel. It was accidently pressed by the infant's mother who was standing at the front right of the gantry during the scan. The raw image data could not be reconstructed since the aborted scan was too short. No general product issue was identified. Further action is not warranted at this time.

Event description:
It was reported to siemens that during a contrast enhanced CT cardiac scan of an infant patient the scan aborted. Information regarding details such as, patient age and weight were not provided to siemens. Image reconstruction of the acquired raw data was not possible because the scan was too short. Consequently, the infant needed to be scanned again and 15ml contrast media was lost. The patient required additional contrast media. Aside from the additional x-ray dose and contrast media, no other patient injury was reported to siemens. The infant was sleeping and in good health at the time of the event. There was no negative impact to the health of the patient. This report has been filed with an abundance of caution.